Event description:
It was reported that nurse tried to start therapy on the arctic sun device. It looked like it needed water. Nurse tried to add water, but device would make noise like it was working, but no water was drawing up. Arctic gel pads were connected and continuing to get alert 01 (patient line open). Therapy would not start and there was no flow and the device continued to alert. All lines were straight with no bends or kinks. Nurse tried to drain, but device would not drain. Nurse stated they had not seen water flowing through clear connector at all. Mss had nurse disconnected and reconnected using proper technique. Nurse verified fluid delivery line was secure and no cracks or tears visible. Nurse tried to start therapy, but no flow would generate, and it would alert again. System diagnostics showed that outlet monitor temperature (t1) was 7.5c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 27.1c, chiller temperature (t4) was 4.7c, water flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, water reservoir level was 4 bars, system hours were 4579.7 and pump hours were 4331.1. User should have another device in emergency department (ed) they could swap out and sending device to biomed. Per follow up information received on 05-jul-2022, there were no reported injuries, and patient was switched to a different device. The device was sent to biomed and confirmed the circulation pump was not working. A quote had been sent to customer and would determine if the device be sent in for evaluation or repair. Per sample evaluation results received on 04-jan-2023, the root cause of the reported issue was a failed circulation pump. It was reported that the flow meter was indicating low flow. It was stated that the double bend tube was replaced due to expansion. It was noted that the flowmeter was replaced after post-repair functional testing indicated low flow due to the impeller spinning too slowly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse tried to start therapy on the arctic sun device. It looked like it needed water. The nurse tried to add water, but the device would make noise like it was working, but no water was drawing up. Arctic gel pads were connected and continuing to get alert 01 (patient line open). Therapy would not start and there was no flow, and the device continued to alert. All lines were straight with no bends or kinks. The nurse tried to drain, but the device would not drain. The nurse stated they had not seen water flowing through the clear connector at all. Mss had nurse disconnected and reconnected using proper technique. Nurse verified fluid delivery line was secure and no cracks or tears visible. The nurse tried to start therapy, but no flow would generate, and it would alert again. System diagnostics showed that outlet monitor temperature (t1) was 7.5c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 27.1c, chiller temperature (t4) was 4.7c, water flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percent, mixing pump command was 0 percent, water reservoir level was 4 bars, system hours were 4579.7 and pump hours were 4331.1. User should have another device in emergency department (ed) they could swap out and sending device to biomed. Per follow-up information received on 05-jul-2022, there were no reported injuries, and the patient was switched to a different device. The device was sent to biomed and confirmed the circulation pump was not working. A quote had been sent to the customer and would determine if the device be sent in for evaluation or repair. Per sample evaluation results received on 04-jan-2023, the root cause of the reported issue was a failed circulation pump. It was reported that the flow meter was indicating low flow. It was stated that the double bend tube was replaced due to expansion. It was noted that the flowmeter was replaced after post-repair functional testing indicated low flow due to the impeller spinning too slowly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flowmeter. The device was evaluated. The impeller for the flowmeter was found to be spinning too slow. The flowmeter was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.